Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was complaining of pain at the pocket site and not being able to charge. The patient underwent pocket revision wherein the old ipg was replaced per physician's preference. The patient was doing well following the procedure.